Event description:
Caller reported a cgm error 42. Blood glucose level was not adversely impacted as it remained within a normal range. Customer service guided the caller through a successful pump reset, and the caller was able to start their sensor session without further issues.